Manufacturer narrative:
Medical product: 5 degree fzn fem angle gde, catalog#: 110040855 ; lot#: unknown. Fuzion ant feeler gde, catalog#: 110040859 ; lot#: unknown. Fzn ff intrmdlry rod 8mm, catalog#: 110040836; lot#: unknown. Fuzion fem rot gde, catalog#: 110040860 ; lot#: unknown. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). In transit to manufacturer.

Event description:
It was reported that the button (open/lock) had come loose after locking. No effect on the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. The persona cutting block was provided to the product surveillance team for further investigation and nothing conspicuous other than several minor scratches could be observed. The reported counterpart was not returned for evaluation. Therefore, the condition of the reported counterpart, in particular the interface with the persona cutting block, is unknown. However, it was reported that this device is still being utilized in the clinic. Additionally, two pictures of the reported products in the operating theater were received. The devices are assembled, covered in bodily fluids and the persona cutting block is set in the lock position. A functional test was performed with the received persona cutting block and an internal counterpart for function control and the reported event could not be reproduced. No functional issues could be identified. Review of the device history records identified no deviations or anomalies during manufacturing. Therefore, the investigation did not identify a nonconformance or a complaint out of box. A definitive root cause for the reported event cannot be determined as the reported counterpart was not returned for evaluation as it is still being utilized in the clinic. The functional test performed with an internal counterpart could not reproduce the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.